Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The device was retuned with one of the screw mounts on the bottom case cracked. There was a motor not running error in the history. The flow test was performed, and the issue was confirmed. The main board was not seated into the extrusion grove. The issue looks to be customer induced after noticing the damage to the bottom case. The operator installed the main board onto extrusion. The analyst also replaced the cracked bottom case and performed function and delivery tests.

Event description:
Information was received indicating that the medfusion 3500 pump's motor was not running. The issue did not occur during use with a patient.